Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1521801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the mynxgrip vascular closure device had a balloon loss of pressure event at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure due to minimal calcium present. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back.